Manufacturer narrative:
B5 updated. Annex g code updated - g02027 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000186: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that they have done many cases since then with no issues.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15, g07001 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that to request assistance with an image acquisition system (ias). The site reported that when pressing the switch to run a spin, the system was unresponsive. The site was attempting to reboot the system when they called technical service. The system restarted and was then able to do a successful spin. The site then hung up before further information could be gotten. There was no patient present.